Event description:
The contact stated the customer tested her blood glucose and received a reading of 245 mg/dl. Paramedics were called and when they arrived, they tested the customer's glucose at 50 mg/dl. The customer was taken to the hosp, but info about treatment was not provided. The test strips and meter are to be returned and the customer was to upgrade to a contour meter.